Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
On (B)(6) 2023 the user came in for a regular fitting appointment. During the fitting session the recipient had no hearing sensation when using the device.

Manufacturer narrative:
Additional information: according to the information received from the field a technical implant failure seems likely. However, to determine an exact root cause device investigation of the explanted device would be necessary. No explantation/re-implantation surgery is planned at this time.

Event description:
On (B)(6) 2023 the user came in for a regular fitting appointment. It was reported that the recipient was never satisfied with the benefit from the device and did not wear the audio processor regularly. During the fitting session the recipient had no hearing sensation when using the device. The surgeon was informed but no further action is known at the moment as the user clearly does not want any explantation or re-implantation to take place.